Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material (gelatinous) is considered to be chemical agent whose main component is organic silicon, such as antifoaming agent and anti-fogging products for a lens. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) (B)(6) hospital (noting due to character limit). The device was returned to olympus for evaluation and the reported event was not confirmed. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within standard values due to wear of the angle wire; the adhesive on the bending section cover had a white clouded area; the adhesive around the objective lens was peeled; the connecting tube had a dent; and there were scratches on the bending section cover, the connecting tube, and the protector of the universal cord on the suction connector side. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a defective air/water supply. There was no report of patient harm. The device was returned, evaluated, and foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.